Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the monitor case was cracked at the belt receptacle. This damaged cause the belt receptacle wires to be pinched causing the service code 204. The root cause of the cracked belt receptacle was unable to be positively determined, but was likely caused by physical abuse. No adverse event resulted form the defective monitor- bel connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.